Manufacturer narrative:
D10 concomitants: (B)(6) 02-012-50-1511 - tru tib aug 1/2 sz 1.5, 5mm, (B)(6) 02-012-50-1511 - tru tib aug 1/2 sz 1.5, 5mm, (B)(6) 02-012-60-1440 - tru stem ext 14mm x 40mm, (B)(6) 02-012-61-6000 - tru offset stem ext coupler, 6mm, (B)(6) 02-020-13-0325 - truliant cr cem fem cr cem right sz 2.5, (B)(6) 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t, (B)(6) 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t, (B)(6) 02-022-51-2513 - truliant tib imp crc insert sz 2.5, 13mm, (B)(6) 02-022-51-2513 - truliant tib imp crc insert sz 2.5, 13mm, (B)(6) 201-78-15 - holding pin mini sharp point 4 pk, (B)(6) 201-78-98 - 2 pk, schanz pin, 4mm x 130mm, (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6) 204-70-00 - tibial stem ext. Screw, (B)(6) 204-70-00 - tibial stem ext. Screw, (B)(6) 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6) 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6) a10012 - gps implant kit v2 a10012 - gps implant kit v2, the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient, who was revised approximately 2 years 1 month post the initial procedure, stated that they had lost their mobility after their knee replacement surgery. No additional details available.